Event description:
Litigation papers allege: on (B)(6) 2007, patient was implanted with a depuy asr hip on the right side. On (B)(6) 2010, x-rays were taken of the patient's right hip. The x-rays indicated that the acetabular component of the asr hip had rotated approximately 90 degrees, that there was loosening of the asr hip, and that the asr hip needed to be replaced. On or about (B)(6) 2010, surgeon removed the asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.